Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the prestataire that the pod had a needle mechanism failure. The duration of pod use was not reported. The patient's glucose level was reported to be 130 mg/dl. No further information was provided.